Manufacturer narrative:
(B)(6). Date of report: 12aug2019. Ts recommended replacing the data acquisition (da) pcba. Customer received a da pcba, but when installed, board did not resolve issue. Customer received and replaced the da pcba to resolve the reported issue. The unit was tested and returned to service. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Other text : customer resolved.

Event description:
Customer contacted technical support (ts) stating unit was out of tolerance during performance verification testing (pvt) test 4. There was no patient involvement.